Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The cgm was reading low and the bg by the parent was reportedly in normal range. Then the morning of (B)(6) 2025, the cgm was still showing low. Before going to the hospital, the bg was high while the cgm was 68 mg/dl. The patient was treated with an insulin drip and the bg was 500 mg/dl. The patient had urine testing and the bg by lab testing was 918 mg/dl and he was in diabetic ketoacidosis. The patient was transferred to a different hospital and treated with electrolytes and IV insulin. He was released from the hospital thursday evening (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before going to the hospital. The reported glucose values fall within the d zone of the parkes error grid prior to getting treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.